Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that they had under delivery. The customer¿s blood glucose level was 360 ¿ 387 mg/dl at the time of the incident and the current blood glucose was 140 mg/dl. The customer had symptoms such as muscle cramps. The customer was treated with pump and manual injection for high blood glucose. The customer allege pump was under delivering because when he does the fill cannula nothing comes out. The customer declined to check their settings. The customer was advised to discontinue use of pump and revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored three days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible under delivery anomaly noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip. Device passed the delivery accuracy test.

Event description:
Incident date has been changed to (B)(6) 2018.